Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed noise, oversensing and pacing inhibition that resulted in 10 seconds of asystole. The patient was reported to have experienced syncope. The noise was determined to be a result of electromagnetic interference (emi). No further action was to be taken. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. There were no additional adverse patient effects reported.